Event description:
Procedure type: lap chole. According to the rptr: there was a piece of orange shaving from the inside of the cannula of the trocar that was found in the cavity of the pt. Surgeon removed the shaving and continued on with the case. Minimal delay in or time. No bleeding. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 06/03/2009.